Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor readings were off from her blood glucose, triggering her insulin pump to threshold suspend. Customer's blood glucose was 222 mg/dl and her sensor read 61 mg/dl. Customer also stated her skin was bubbling underneath at the insertion site. Nothing further reported.